Manufacturer narrative:
The associated complaint devices were not returned. (B)(6) year old male journey ii bcs clinical study patient underwent a total knee in (B)(6) 2016. Approx. 10 days later was readmitted to hospital due to pain and to rule out joint infection and aspiration was performed and reported that it was not infected. They diagnosed a hematoma likely from post operative bleeding. Three months later, the patient underwent a manipulation under anesthesia for stiff knee likely due to inflammatory changes secondary to the hematoma. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time.

Manufacturer narrative:
UDI#: (B)(4). Customer indicated that there is no product/device to be returned for investigation analysis.

Event description:
It was reported mobilization under anesthetics was performed due to stiff knee.

Manufacturer narrative:
From the study site it was clarified that the event reported through this MDR represents a duplicate entry of another event, already reported to FDA under 1020279-2016-00533. For this reason study site has removed this event from the database and for this reason we ask you to disregard reports 1020279-2016-00540.